Manufacturer narrative:
Conclusion: the valve remained implanted therefore no production analysis could be performed. The image were provided. Image review indicated no valve load checks for this event. The imaging confirmed the first valve system after post implant balloon aortic valvuloplasty (bav) was dislodged while removing the bav balloon post inflation. A second system was implanted while the first valve system was relocated in the ascending aorta. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the reported left ventricular outflow tract (lvot) and annular calcium was a likely contributing cause. A post-implant bav was performed to address the pvl, but a valve dislodgement occurred. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, imaging confirmed an interaction between the valve and the balloon during post-implant bav caused the dislodge. Dislodge events are typically not related to a device malfunction. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 - method, result and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in a good position with moderate to severe paravalvular leak (pvl) due to patient's left ventricular outflow tract (lvot) and annular calcium. A post balloon aortic valvuloplasty (bav) was performed. Upon removal of the balloon, the balloon dislodged the valve. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.